Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.00 x 20mm promus premier¿ drug-eluting stent was selected to treat the lesion. As the device was advanced onto the guide wire, it was noted that the shaft broke while inserting through the touhy. The procedure was completed with another of the same device. No patient complications were reported.